Manufacturer narrative:
The pads were received at zoll medical canada. The customer's report was duplicated and attributed to electrode pads. The pads were scrapped at zoll. A new set of pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.